Event description:
It was reported the patient had a sudden onset of sharp stabbing pain over their battery site. The patient was unable to tolerate interrogation due to pain even when the device was off. The patient was to have a revision in (B)(6). Intervention involved suspending therapy and attempting to interrogate the device. X-ray was done and noted the device had flipped. The event was noted as ongoing and possibly related to the device, therapy, and implant procedure. Additional information reported the event was resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0bfu0, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the medication adjustments on 2014-(B)(6) included dilaudid 2 mg po, benadryl 50 mg po, and valium 5 mg po. Additional information received reported that intervention included surgical revision. It was noted that specifically change site of the battery on 2014-(B)(6).